Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on may 07, 2020 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2020. According to the complainant, the handle was rotated as the device was luer locked to the scope. During the procedure, the physician attempted to deploy the stent in the pancreatic pseudocyst; however, the first flange of the stent deployed in the stomach. The stent was removed partially deployed on the delivery system. Reportedly, the procedure was considered completed because the pseudocyst resolved on its own. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."